Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device location of device: other tissue/ essure coil was halfway in and was perforating the uterine line/ expulsion of left essure coil/ perforation (uterus), malposition of essure device, migration of essure device/ malposition'), fallopian tube perforation ('perforation (fallopian tube(s)'), pregnancy with contraceptive device ('pregnant'), abortion spontaneous ('miscarriage') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure (batch no. B97494) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included bacterial vaginosis. Concurrent conditions included scar, uterine haemorrhage, menorrhagia, nausea, vaginal bleeding, torticollis and hypertension. Concomitant products included diazepam (valium), drospirenone + ethinylestradiol (ocella), ibuprofen, lidocaine, naproxen and tramadol. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal distension ("hormonal changes describe: bloating"), depression ("depression/psych injury"), mood swings ("mood swings/psych injury"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping) / cramps"), alopecia ("hair loss"), abdominal pain ("abdominal pain"), back pain ("back pain"), procedural pain ("plaintiff woke up in pain") and headache ("headaches") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (l/s bilateral salpingectomy (removal of coils)). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, fallopian tube perforation, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, pelvic pain, abdominal distension, depression, mood swings, migraine, dysmenorrhoea, alopecia, abdominal pain, back pain, procedural pain and headache outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abortion spontaneous, alopecia, back pain, depression, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, headache, migraine, mood swings, pelvic pain, pregnancy with contraceptive device, procedural pain and uterine perforation to be related to essure. The reporter commented: date of insertion- (B)(6) 2014. Plaintiff experienced another pregnancy on essure which will be captured under new case. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2014: perforation (uterus), malposition of essure device, migration of essure device. The tissue was scarred all over; on (B)(6) 2016: both fallopian tubes are occluded by the essure coils. Imaging procedure - on (B)(6) 2014: mal position, migration, perforation. Ultrasound scan vagina - in 2014: result: not provided. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, migraine and headache. Most recent follow-up information incorporated above includes: on 3-dec-2019: medical record received. Date of explant was added. Lot number and expiration date were added. New event were added: pregnant, miscarriage and device ineffective. Reporter information, medical history concomitant drug and lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device location of device: other tissue/ essure coil was halfway in and was perforating the uterine line/ expulsion of left essure coil/ perforation (uterus), malposition of essure device, migration of essure device/ malposition') and fallopian tube perforation ('perforation (fallopian tube(s)') in an adult female patient who had essure (batch no. B97494) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included bacterial vaginosis. Concurrent conditions included scar, uterine haemorrhage, menorrhagia, nausea, vaginal bleeding, torticollis and hypertension. Concomitant products included diazepam (valium), drospirenone + ethinylestradiol (ocella), ibuprofen, lidocaine, naproxen and tramadol. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), abortion spontaneous ("miscarriage"), genital haemorrhage ("abnormal bleeding"), pelvic pain ("pelvic pain"), abdominal distension ("hormonal changes describe: bloating"), depression ("depression/psych injury"), mood swings ("mood swings/psych injury"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping) / cramps"), alopecia ("hair loss"), abdominal pain ("abdominal pain"), back pain ("back pain"), procedural pain ("plaintiff woke up in pain") and headache ("headaches") and was found to have a pregnancy with contraceptive device ("pregnant"). The patient was treated with surgery (l/s bilateral salpingectomy (removal of coils)). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, fallopian tube perforation, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, pelvic pain, abdominal distension, depression, mood swings, migraine, dysmenorrhoea, alopecia, abdominal pain, back pain, procedural pain and headache outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abortion spontaneous, alopecia, back pain, depression, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, headache, migraine, mood swings, pelvic pain, pregnancy with contraceptive device, procedural pain and uterine perforation to be related to essure. The reporter commented: date of insertion- (B)(6) 2014 plaintiff experienced another pregnancy on essure which will be captured under new case. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2014: perforation (uterus), malposition of essure device, migration of essure device. The tissue was scarred all over; on (B)(6) 2016: both fallopian tubes are occluded by the essure coils. Imaging procedure - on (B)(6) 2014: mal position, migration, perforation. Ultrasound scan vagina - in 2014: result: not provided. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, migraine and headache lot number: b97494, manufacturing date:2013/11, expiration date:2016/11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2020: quality-safety evaluation of ptc. Seriousness criteria removed for pregnancy with contraceptive device and genital hemorrhage. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device location of device: other tissue/ essure coil was halfway in and was perforating the uterine line/ expulsion of left essure coil/ perforation (uterus), malposition of essure device, migration of essure device'), fallopian tube perforation ('perforation (fallopian tube(s)') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included scar. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal distension ("hormonal changes describe: bloating"), depression ("psychological or psychiatric problems condition: depression"), mood swings ("mood swings"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping) / cramps"), alopecia ("hair loss"), abdominal pain ("abdominal pain"), back pain ("back pain") and procedural pain ("plaintiff woke up in pain"). Essure treatment was not changed. At the time of the report, the uterine perforation, fallopian tube perforation, genital haemorrhage, pelvic pain, abdominal distension, depression, mood swings, migraine, dysmenorrhoea, alopecia, abdominal pain, back pain and procedural pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, depression, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, migraine, mood swings, pelvic pain, procedural pain and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2014: perforation (uterus), malposition of essure device, migration of essure device. The tissue was scarred all over. Ultrasound scan vagina - in 2014: result: not provided. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Reporter information were updated. Event verbatim were updated as migration of essure device location of device: other tissue/ essure coil was halfway in and was perforating the uterine line/ expulsion of left essure coil/ perforation (uterus), malposition of essure device, migration of essure device. Event : abnormal bleeding and procedural pain were added. Medical history added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device location of device: other tissue/ essure coil was halfway in and was perforating the uterine line/ expulsion of left essure coil/ perforation (uterus), malposition of essure device, migration of essure device/ malposition'), fallopian tube perforation ('perforation (fallopian tube(s)') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included scar. On (B)(6)2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal distension ("hormonal changes describe: bloating"), depression ("depression/psych injury"), mood swings ("mood swings/psych injury"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping) / cramps"), alopecia ("hair loss"), abdominal pain ("abdominal pain"), back pain ("back pain"), procedural pain ("plaintiff woke up in pain") and headache ("headaches"). Essure treatment was not changed. At the time of the report, the uterine perforation, fallopian tube perforation, genital haemorrhage, pelvic pain, abdominal distension, depression, mood swings, migraine, dysmenorrhoea, alopecia, abdominal pain, back pain, procedural pain and headache outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, depression, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, headache, migraine, mood swings, pelvic pain, procedural pain and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2014: perforation (uterus), malposition of essure device, migration of essure device. The tissue was scarred all over. Imaging procedure - on (B)(6)2014: mal position, migration, perforation. Ultrasound scan vagina - in 2014: result: not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received. Date of implant updated. New event headaches was added. Lab data was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: other tissue') and fallopian tube perforation ('perforation (fallopian tube(s)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal distension ("hormonal changes describe: bloating"), depression ("psychological or psychiatric problems condition: depression"), mood swings ("mood swings"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss"), abdominal pain ("abdominal pain") and back pain ("back pain"). Essure treatment was not changed. At the time of the report, the device dislocation, fallopian tube perforation, pelvic pain, abdominal distension, depression, mood swings, migraine, dysmenorrhoea, alopecia, abdominal pain and back pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, depression, device dislocation, dysmenorrhoea, fallopian tube perforation, migraine, mood swings and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in 2014: result: not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2019: pfs received. Product indication updated. Previously reported ¿injury¿ was updated to pelvic pain. Following events were added: migration of essure device location of device: other tissue, perforation (fallopian tube(s), bloating, depression, mood swings, migraines / headaches, dysmenorrhea (cramping), hair loss, abdominal pain and back pain. Lawyer and lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.